Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of life (eol) and was alerting for charge circuit timeout. The ICD detections and therapies had been previously programmed off when the ICD reached elective replacement indicator (eri) over a year ago. It was noted that the patient had opted to not have the ICD replaced. The ICD remains implanted. No patient complications have been reported as a result of this event.